Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. This event will be reported on medwatch: 0001822565-2018-00171 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It has not been indicated the patient has been revised. The device is assumed yet implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient experienced pain and discomfort post left total hip replacement. No further information is available at this time.